Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.